Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 517 mg/dl. Troubleshooting for high blood glucose level was performed for high blood glucose. Customer stated that pump alarmed cannot find sensor signal. Customer did allege to insulin pump was under delivering. The reservoir and insulin pump will not be return for the analysis. The sensor will be returned for analysis.